Manufacturer narrative:
A bci field service engineer (fse) inspected wash/vacuum probes and found small obstruction in 2nd probe from right. Fse replaced probe and performed wash tower alignment. Fse flashed all channels on photometer, performed auto set and save. Performed necessary alignments. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the system produced multiple cuvette water blank failures. The cuvettes were wet on the outside and liquid was noted in reaction carousel compartment. No injury or exposure was reported.